Event description:
It was reported that the patient's left ventricular (lv) lead has high impedance and internal electrocardiograms reveal noise. The lead remains in use and the physician plans to monitor the patient. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was later reported that a lead fracture was suspected. The lead remains in use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: dtba1d1 ICD implanted: (B)(6) 2014. (B)(4).